Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device was assembled as per dfu instructions and was placed on the scope; however, when the physician attempted to deploy the band; it would not deploy. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.